Event description:
There were no novalung console alarms associated with the reported event. To resolve the reported issue, the xlung kit was exchanged. The patient was able to continue treatment with a new xlung kit. It was unknown if the console was also changed. The patient's estimated blood loss was 670 ml due to the exchange of the product. The blood loss did not result in any serious patient injury or harm, or the need for any medical intervention. No additional information could be provided or was known.

Manufacturer narrative:
Additional information: b5 plant investigation: the sample was not returned for manufacturer evaluation. The performance of the gas exchange is influenced by application parameters like anticoagulation, blood and sweep gas flow. The cause may be patient induced, and therefore, it is highly unlikely to detect a failure in the retention sample. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. Three quality events were found for the reported batch number; however, none of the listed quality events were related to the failure pattern at hand. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The oxygen blood gas values were low after 26 hours of using the product. Since blood gas values pre-oxygenator are unknown, an evaluation of the oxygenator performance cannot be made. It is unknown if the oxygenation was adequate at the start of therapy. It is also unknown if there were any other issues leading up to the event or if any clots were noted in the kit. As a physical evaluation of the sample could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on veno-arterial (va) extracorporeal membrane oxygenation (ECMO) support experienced inadequate oxygenation from the xlung kit 230. The patient was 26 hours into the treatment when this was noted, and the xlung kit had to be replaced. It was reported that the event resulted in over 500 ml of blood loss. In the initial reporting, it was indicated that the sample was not available for evaluation. Multiple attempts were made to obtain additional information, and no further details have been provided.